Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, channel 1 of the device displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.